Event description:
The hospital reported that during a coronary artery bypass procedure, they performed locking according to the IFU to fix the acrobat-I stabilizer during opcab, but a phenomenon that was not fixed occurred (failed to lock). Tried again several times, but the same symptom occurred, the operation was completed using the same product and a new product, there was no abnormality in the patient's condition.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10, h11. Corrected section: h6- medical device ¿ problem code (1) - corrected to "1158". The device was returned to the factory for evaluation on 04/17/2023. An investigation was conducted on 04/19/2023. A video was provided by the account. A video inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the device was being turned and a clicking noise was observed. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. A mechanical evaluation was conducted. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning problem" was confirmed. The lot # 3000296552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.